Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's father reported via telephone call that the insulin pump had an anomaly with the time clock. The blood glucose reading was not known. The reports had shown data for incorrect days. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.